Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Sensor plug was properly seated. Observed severed sensor tail. Unable to perform further investigation due to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Section h4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h4 (device mfg date) , h6 (adverse event problem) and h10 (addtl mfg narrative) were incorrectly submitted in the previous report. Correction has been made.

Event description:
An hcp reported the filament of the adc device remained in customer's skin with unspecified symptoms. Sensor filament was removed with a tweezer, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Additional visual inspection has been completed. Severed sensor tail was observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Additional visual inspection has been completed. Severed sensor tail was observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the filament of the adc device remained in customer's skin with unspecified symptoms. Sensor filament was removed with a tweezer, and no further treatment was reported. There was no report of death or permanent injury associated with this event.